Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction to breast prostheses. (B)(4).

Event description:
It was reported (via FDA medwatch mw5086006) that a female patient underwent breast prostheses implantation with mentor memorygel breast implant 325cc gel breast prostheses and suffered several unexplained systemic symptoms, including autoimmune disease and multinodular goiter. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the 2nd of two breast prostheses.